Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having a low blood glucose level around 20 mg/dl a couple of months prior to the call. Paramedics were called and the customer was treated at the scene, never hospitalized. Customer believes the low blood glucose level was due to taking too much insulin and not checking his blood glucose level before bedtime. Blood glucose level at the time of the call was not provided. No further information was provided.